Manufacturer narrative:
This report is being updated to provide investigation findings. A review of the device history record (DHR) for the complaint device confirmed there were no abnormalities in the manufacturing of this device. Conclusion: the definitive root cause could not be identified. Based on the investigation results, the probable cause of the reported event is: one year has passed since the subject device was delivered. Accidental failure in parts on the board could have caused malfunction in the dp board, which is designed to process/output the sdi signals. Thus, the malfunction in the dp board caused failure to output the signals from the ¿sdi¿ terminal.

Manufacturer narrative:
The device referenced in this report has been returned to olympus and is being evaluated. The initial evaluation of the returned device shows a printed circuit board failure. The investigation is ongoing. The definitive cause of the customer's experience can not be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during preparation for use of a 3d visualization unit, the power out port was not working. There was no patient contact/impact.